Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a police investigation is ongoing after a patient expired on (B)(6) 2020. It was requested that the system controller be evaluated. The patient expired on (B)(6) 2020. The patient expired at the (B)(6). The cause of death is unknown as the controller has not yet been analyzed. It is unknown whether the death was device-related. It is unknown whether the pump will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned system controller serial number (B)(6) confirmed the reported event. During analysis, the system controller was properly connected to a test power module patient cable, test power module, and test system monitor. The system monitor displayed a controller clock not set alarm. The data log file was successfully retrieved and contained events recorded from (B)(6) 2020. The information recorded on (B)(6) 2020 at 7:48 am revealed that two fully charged batteries were connected to the controller. The system operated with no active alarms until (B)(6) 2020 when at 2:45 am a low battery advisory alarm became active. The data captured at 2:51 am revealed that the battery connected to the black power cable was replaced with a fully charged battery. The low power advisory alarm associated with the battery connected to the white power cable remained active until 2:52 am when the second battery was also replaced. The alarm cleared and the system operated with no active alarms until 9:37 pm ((B)(6) 2020) when the low battery advisory alarm activated. The low battery advisory alarm remained active until 11:57 pm when the alarm progressed to a low power hazard alarm. The information recorded on (B)(6) 2020 at 1:07 am revealed that a no external power alarm became active indicating that both 14v batteries were fully discharged and the system was now supported by the backup battery. The system continued to operate supported by the backup battery until 2:55:28 am when the pump speed decreased to 0 rpm and at 2:55:33 am there was a complete loss of power to the controller. The next entry revealed that a charged battery was connected to the black power cable and the system restarted at the set speed. A charged battery was connected to the white power cable and the system continued to operate with a controller clock not set alarm being active. There was an intermittent low flow alarm captured associated with a flow value below 2.5 lpm. The next entries revealed that the calculated flow decreased below 2.0 lpm and the low flow alarm became steady. Approximately 2 hours and 48 minutes after the power was restored the driveline was disconnected and approximately 26 minutes later (3 hours and 14 minutes after the power was restored) the controller shutdown sequence was started. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. All audio and visual signals were verified during the test. The audio transducers were measured when alarm conditions were simulated and both transducers passed the design specifications (at least 85 db when measured at a distance of 10cm). Both transducers were well above 90 db. In conclusion, the events recorded in the log file appears to be a result of the patient sleeping on batteries and fully depleting both 14v batteries and the backup battery. Labeling indicates that a mobile power unit should be used for power when sleeping (or when sleep is likely). The user must connect to the mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. No further information was provided. The manufacturer is closing this event.